Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: proposed treatment algorithm for cardiac device-related subclavian vein stenosis: a case series. European heart journal - case reports. 2020. 4, 1¿6. Doi:10.1093/ehjcr/ytz245. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cardiac device-related subclavian vein stenosis. The article reports a patient whose right ventricular (rv) lead exhibited a failure of sensing and pacing. Venography demonstrated total occlusion/subclavian vein stenosis with collateral drainage to the internal jugular vein with the lead. New right atrial (ra) and left ventricular (lv) leads were implanted. The status/disposition of the rv lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.